Event description:
It was reported that the atrial lead exhibited capture anomalies. The lead was capped and replaced. No patient symptoms or additional information was reported at this time.

Manufacturer narrative:
(B)(4).